Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had depleted from 4.5 years down to 3.5 years battery remaining. A request was made to have data from this device analyzed. Data analysis confirmed device was exhibiting premature battery depletion. Device replacement was recommended. To date, this device remains in service. No adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had depleted from 4.5 years down to 3.5 years battery remaining. A request was made to have data from this device analyzed. Data analysis confirmed device was exhibiting premature battery depletion. Device replacement was recommended. To date, this device remains in service. No adverse patient effects reported. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.